Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and verified that the display was blank. The fse replaced the display, video receiver board, display inverter and inverter cable. The iabp unit passed all functional and safety tests and was released to the customer for clinical use.

Event description:
It was reported that the screen of the cardiosave intra-aortic balloon pump (iabp) was blank. It is unknown under which circumstance this event occurred. However, there was no patient involvement and no adverse event was reported.